Manufacturer narrative:
Philips service replaced the review module, including the table clamp and belly bar, and tested the system functionality, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the main console 'on' button was intermittent; review module replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.